Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the fiber broke. Due to this, the procedure was completed using another device. There were no patient complications. This event is for the second broken fiber.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-64450.

Event description:
It was reported that two fibers were used during a procedure for benign prostatic hyperplasia. Both fibers broke during the procedure. Due to this, the procedure was completed using another device. There were no patient complications. This event is for the second broken fiber.